Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedances for the past fifteen days. Intracardiac monitoring showed possible fluid accumulation. The right ventricular (rv) lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.